Event description:
Litigation alleges that patient experienced debilitating pain, discomfort, and soreness in the area of hip implant, affecting patient's ability to walk, sit, and/or stand. Additionally, metal ions and particles have been released into patients blood, tissue and bone surrounding the implant. Patient will likely need to undergo premature revision surgery.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient experienced debilitating pain, discomfort, and soreness in the area of hip implant, affecting patients ability to walk, sit, and/or stand. Additionally, metal ions and particles have been released into patients blood, tissue and bone surrounding the implant. Patient will likely need to undergo premature revision surgery. **update** - (B)(4) 2012 - the complaint has been reopened because the sales rep has reported that the patient was revised (B)(6) 2012 due to pain. It was also noted that the patient has history of previous acetabular/pelvic fracture (plates screw fixation).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges bone fracture. Cup was added due to previous alleged acetabular fracture. Doi: (B)(6) 2009; dor: (B)(6) 2012; right hip.

Manufacturer narrative:
Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
This investigation has been reopened because a report of revision surgery has been received, including information detailed below. Depuy will notify the FDA of the outcome of the investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.